Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device would not interrogate with two separate programmers. The magnet rate was at beginning of life (bol).